Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported, "patient had right hip replaced in (B)(6). Patient was walking well with cane then. Had to be reopened exactly 4 weeks later because of infection. Had to keep wound open to heal from inside out. Lots of pain. Patient is good now."